Manufacturer narrative:
G4: 01oct2020. B4: 12oct2020. The visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the touchscreen a fi ventilator to verify and test the functionality. The returned touchscreen assembly passed all testing, and the reported complaint could not be replicated. There is no fault found on this returned touchscreen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 09may2020, b4: 11may2020. The manufacturer¿s field service engineer (fse) confirmed the reported touchscreen is intermittent by trying to change the values issue. The fse replaced the touchscreen to address the reported problem. The unit was checked overall, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30mar2020.

Event description:
The customer reported touch screen is intermittent. There was no patient involvement.